Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735585, software version 3.1.5 h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after registering the pointer didn¿t move the screen images, even though it was seen by the camera and the site hadn¿t locked the images (pressed the pedal a few times to make sure). It was the same pointer that was used for registration. After the patient was draped, the site had two sterile instruments of which one was not doing anything but the other did. The site was not sure at all why it froze like that. There was no delay and no impact on patient.

Manufacturer narrative:
H3, h6) software data was received to address the target dot disappearing in the guidance view, inaccuracy issue, and the tracking I ssue. First, logs captured one session on the date of the issue. It was observed from the logs that the site used the biopsy optical procedure where a user imported a patient with one scan with 192 slices and created two plans. Multiple hops between the registration and navigation tasks were observed after locking the trajectory; however, no errors or abnormalities related to the reported behavior were recorded by the logs. The archives consisted of 1 exam with 192 slices and two plans in the ras section. No registration data was recorded in the archives to see the trace pattern. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Next, the instrument tracking issue was analyzed. All the logged sessions captured the successful verifications of the registration probe, and no other abnormalities were observed in the logs. Additionally, logs did not record any core files or segmentation faults related to the reported behavior. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Finally, logs captured one session on the date of issue. It was observed from the logs that the site used biopsy optical procedure where a user imported a patient with one scan with 192 slices and created two plans. Multiple hops between the registration and navigation tasks were observed after locking the trajectory; however, no errors or abnormalities related to inaccuracy were recorded by the logs. The archives consist of 1 exam with 192 slices and two plans in the ras section. No registration data was recorded in the archives to see the trace pattern. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.